Event description:
During a surgical procedure "arthroscopy repair left shoulder tear," while introducing plastic shoulder cannula, a small portion (2mm diameter) of the cannula tip broke off into the shoulder joint space. Item was being used for its intended purpose. Unable to retrieve tip. It may have been flushed out when joint was irrigated with antibiotic solution.